Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call critical pump error alarm. Troubleshooting for the critical pump error was performed. Customer advised they went into the ocean and came out 1 minute later with the device alarming critical pump error. Customer's insulin pump shut down as the alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned missing the retainer and reservoir tube o-ring. The insulin pump was received with blank display due to corroded electronic assembly also, with corrosion on the motor and force sensor. No moisture damage was found on the keypad assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error open book image due to blank display. The insulin pump had scratched case, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.